Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation a root cause could not be identified. The event can however be detected/prevented by following the instructions for use which are stated in: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection, and in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the colonovideoscope exhibited foreign material in the suction cylinder. There was no patient involvement.